Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that while performing final count, one of their neuro nurses noticed that one of the rops didn't have a radiopaque strip.